Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported a loss of therapy. The spouse of the patient stated that there is an issue with the patient's stimulator not working. The patient had been in the hospital for a couple of weeks and no one was helping them. They were not able to digest any food or anything down and had not eaten for the last 5 days. The hospital instructed the consumer to call to get a manufacturing representative out to check the device as they do not have anyone at the hospital. The consumer stated that the hospital will have to start feeding the patient through an IV or feeding tube. The consumer also stated that the patient has kidney failure because their kidney transplant was rejecting. The patient was back on dialysis and they were not eating and deteriorating. They said that part of the reason the patient had not eaten in a week is because the hcp did not want to call a rep to check the device. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.